Event description:
It was reported that a femoral arteriotomy was performed on a diabetic pt. An angio-seal device was deployed without incident and hemostasis was achieved. Upon removing the tension spring to cut the suture. The tamper tube withdrew into the tract and remains in the pt. The pt was dishcarged in 2001 and an antibiotic was prescribed for one week. The pt is scheduled to return for a hysterectomy procedure at which time the physician has requested that the surgeon remove the tamper tube.